Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead had poor positioning and appeared to be in the coronary sinus. The lead was explanted. No further patient complications have been reported as a result of this event.